Event description:
A (B)(6) female pt's home care nurse contacted zoll customer support to report that the pt's monitor would not power on past the "lifevest wearable device" screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on past "lifevest wearable device" screen) has been confirmed. As received, the monitor was resetting. The cause of the resets was an intermittent connection at bga component u500 (dsp). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement monitor.